Event description:
It was reported that the patient with this pacemaker device exhibited farfield oversensing. The far-field oversensing on the atrial channel that occurs with ventricular sensing. The right ventricular (rv) pacing was greater than 40%. Technical services (ts) reviewed the data and recommended programming options. This device remains in service. No adverse patient effects were reported.